Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2013 and mesh was used. Twenty four hours post operative, the patient developed a fever that lasted for six days. The patient was treated with antibiotics and a drain was inserted below and above the mesh. The patient underwent a second procedure. It appears as though there were abscesses underneath the mesh. The surgeon opines that it could possibly be a reaction to the mesh or the mesh becoming contaminated. Additional information has been requested.